Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible insulin pump under delivery. Customer¿s blood glucose level was 280 mg/dl. Customer treated with manual shot of 4.0 unit. Customer states that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.